Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently unable to charge unless the customer held or wiggled the usb charging cable into position within the pump usb port. The issue persisted across multiple usb cables. The customer provided a blood glucose (bg) of 194 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.